Event description:
The manufacturer representative reported that the patient had not been into the clinician¿s office since 2019. It was noted that education about recharging was review at that last meeting and the patient was able to charge but then stopped using the system. The patient had not charged the battery in months, possibly over a year and saw the doctor icon on the screen. The tablet was unable to read the battery and the screen showed end of service. The patient was going to be scheduled for a replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller is with patient(pt) to get him out of over discharge status. Caller said all she can get is por and then eos screen. Technical service(ts) was able to get caller to the recharge screen, however pt got only 2 bars and then none. Pt reported having recharge issue in 2019, when he recharged last. He met with rep at the time and he was able to recharge for couple months before he couldn't recharge again. Rep said when hemet with pt, he was able to recharge fine at that time. Pt tried to recharge again yesterday but couldn't so he met with rep today. Implant replacement is needed at this point, since pt has likely reached his 3rd over discharge. No patient symptoms were reported.